Manufacturer narrative:
Reported event: an event regarding alleged infection involving a jts proximal tibia was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: not performed as insufficient medical records were received. Device history review: review of the device history records indicate one device was manufactured and accepted into final stock on 07 jun, 2017 with no reported discrepancies. Complaint history review: based on the device identification the complaint data bases were reviewed from 01 june 2016 to present for similar reported events regarding infection. There has been one other event reported. Conclusions: the exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by siw. It has been confirmed that no further information is available at this time as the surgeon does not want to release patient confidential information. If devices and / or additional information become available, this investigation will be reopened. Siw will continue to monitor for trends. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
It was reported that the patient underwent successful surgery on (B)(6) 2017. One week later, the patient presented with an infection.